Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The aunt of a customer reported via phone call that her nephew's insulin pump display screen is not working properly. She indicated that the numbers are fading in and out and there are lines through the display screen and the information cannot be read. Customer also indicated that the bolus does not deliver a higher amount of insulin than requested. Customer does not recall any significant events leading to the error, but stated that the pump amy have been dropped. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done errors but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.